Event description:
The customer reported elevated troponin I (accutni) results, for four patients, involving unicel dxc 600i synchron access clinical system. This is report number two of three. Subsequent testing produced results within the normal reference interval. The elevated results were not released out of the laboratory. There was no report of injury or adverse effect associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. (B)(4).